Event description:
Planned surgical intervention due to infection.

Manufacturer narrative:
Planned surgical intervention due to infection. Review of DHR indicated that device was manufactured and processed per specification.